Event description:
It was reported that, during the device changeout procedure, a breach in the insulation later of the right ventricular (rv) pacing lead was observed. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: sedr01 implantable pulse generator 2006 (B)(6); 407652 implantable pacing lead 2006 (B)(6). (B)(4).